Event description:
Major pump unit(s) involved: drive unit failure;power base unit.specific component(s) involved: pbu.causative or contributing factor: no specific contributing cause identifieintervention(s): repair of pbu;type: lvad.

Event description:
Major pump unit(s) involved: drive unit failure specific component(s) involved: other component malfunction, specify